Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction iimproper storage conditions.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected blood glucose test result range not verified. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 256 mg/dl and 265 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is week of (B)(6) 2015. Recall test results performed non-fasting from meter memory: 1:lo (B)(6) 2015 01:13pm . 2:322mg/dl (B)(6) 2015 11:38pm. 3:340mg/dl (B)(6) 2015 11:54pm . 4:hi (B)(6) 2015 09:05pm . 5:250mg/dl (B)(6) 2015 02:54pm. Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected blood glucose test result range not verified. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 256 mg/dl and 265 mg/dl. Verified storage of product is within instructed spec since they are kept in kitchen. . Test strip lot MFR's expiration date is 03/23/2018 and open vial date is week of (B)(6) 2015. Recall test results performed non-fasting from meter memory: lo (B)(6) 2015 01:13pm; 322mg/dl (B)(6) 2015 11:38pm; 340mg/dl (B)(6) 2015 11:54pm; hi (B)(6) 2015 09:05pm; 250mg/dl (B)(6) 2015 02:54pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.